Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material adhered to distal end, including ob-lens. Additionally, there was foreign material at mouth of a/w nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we judged that water supply failure (water comes out, but water from endoscope comes out in the center, and no water on both side) was occurring due to foreign matter clogging the nozzle and adhering to the surface of the ob-lens. The organosilicon detected from the foreign matter is not a component derived from the endoscope, but from chemicals (such as antifoaming agents). Possible causes of the foreign matter adhering include insufficient pre-cleaning and rinsing of the inside of channel, and insufficient drying due to valves not being removed when the endoscope is stored. However, a root cause could not be identified. We confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU. IFU operation manual [for safe use], [chapter 1, section 4: general precautions, warning], [chapter 1, section 6: reprocessing and storage after use, warning], [chapter 4, section 2: inserting the endoscope, air supply, spraying, water supply, and suction, caution], and the instructions for use (cleaning/disinfection/sterilization edition), [chapter 5, section 3: pre-cleaning the endoscope and accessories, supplying water and air to the air and water channels], [chapter 5, section 5: manual cleaning of endoscopes and accessories, cleaning of external surfaces], [chapter 5, section 7: rinsing the endoscope and accessories], and [chapter 8, section 2: storing disinfected endoscopes and accessories] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.